Manufacturer narrative:
Correction - h11statement from initial report. This file was originally incorrectly filed under registration number mrn 9617604-2025-00077-00. The date of that submission was 25-jan-2025.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 9617604-2025-00077-00 for details pertinent to this event. H6: codes were updated. One device was returned for investigation. As received, there were no damages or anomalies observed. Visual and functional testing was performed. In order to replicate the leak testing as done in the quality procedure, the ends of the breathing circuit were sealed off and one end of it was attached to an air source at a predetermined pressure. Segments of tubing were submerged underwater. A leak was observed from a nick on the tubing. The complaint of leakage can be confirmed. The probable cause is unknown.

Event description:
It was reported that in the report that leakage was confirmed. There was no patient involvement as the event occurred during priming. There was no patient harm or adverse event reported due to the event. No disinfection, sterilization, and infectious diseases occurred.